Event description:
It was reported that a patient's blood glucose levels (bg) reached 300 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being dislodged, while wearing it on the arm. For treatment, the parent gave a manual injection.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Investigation of the device did not find any damages or abnormalities that could cause communication issues with the device. No alarms generated and no timeouts or drive stalls were observed in the downloaded data. Thus, the device was reset and paired with a master pdm to deliver a 5u bolus; the bolus was successfully delivered and the rerun data did not generate any alarms and did not show any timeouts or drive stalls. No communication issues were observed during the rerun. The exact cause of the communication issue could not be determined.